Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a gastrectomy, opening staple line during surgery. As the staple line opened during the surgery, they were able to intervene, without damaging the patient, using another stapler (same brand / model). Medical report - a 25 mm circular endoluminal stapler was used for esophageal anastomosis. After stapling, it was identified that the fired load severed the tissues, but there was no adequate closure of the staples. The immediate separation of the tissues that should be joined with the mechanical suture, in view of what happened, a new stapler was opened, and the mechanical suture was successfully redone.

Manufacturer narrative:
(B)(4). Date sent: 05/11/2020. D4: batch # unknown. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show tissue on the hand of user and some staples partially formed could be observed on the tissue. Indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. Based on the photo the event describes are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 04/30/2020. Additional information received: the correct product code is: cdh25a. H10: corrected data = d4 (catalog).